Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, inappropriate defibrillation therapy as a result of atrial fibrillation was observed on the device. The physician did not allege a malfunction against the device and stated the device performed as expected based upon its programmed settings. The device is anticipated to be reprogrammed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.